Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occured from the trocar every time there was entry into the eye. The issue was resolved by replacing the product and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a mfg change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. A device history record review was conducted; no anomalies were found. The product was released in accordance with all product acceptance criteria. A complaint history examination indicates that this is the thirty-second complaint and the thirty-second complaint received for leaking against the trocar component lots. No sample has been returned for eval; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventive actions were necessary. A root cause for the increased complaint rate was found to be related to a mfg post assembly inspection practice. This complaint's reported lot is identified as an affected mfg lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically.